Manufacturer narrative:
Continuation of d10: 6935m55 lead implanted: (B)(6) 2021, (B)(6) ICD implanted: (B)(6) 2021, 977a275 pain stim lead implanted: (B)(6) 2015, 37714 pain stim lead implanted: (B)(6) 2015, 3550-29 neuro adaptor implanted: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they had concerns about the function of the implantable cardioverter defibrillator (ICD) system. The patient indicated that one of the leads had to be ¿turned down¿ because it was indicating that the patient was in atrial fibrillation (af). Additionally, the patient sees their heart rate go down to 33 or 47 beats per minute and the ¿pacer doesn¿t kick in¿. The ICD and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.